Event description:
It was reported that a malfunction occurred with the customer's device showing a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer used an insulin pen as a backup, and technical support arranged to replace the pump under warranty.